Manufacturer narrative:
Immucor technical support used remote electronic connection method to assess the customer instrument: batch 27749 tested on 20oct2014, crrs 3. Negative reactions for cell 3, visually positive. Cell 3 is homozygous for k. The remaining cells are k negative. Batch 27750 tested on 20oct2014, crrid. Negative reactions for cells 8,10 & 11 visually positive. Cells 8,10 & 11 are heterozygous for k. The remaining cells are k negative. Per (B)(4): we are aware of some instances on the echo where the instrument may generate a negative well interpretation for capture-r® ready-screen® or capture-r® ready-ID® assays and subsequent visual interpretation of those reactions are weak positive or questionable (equivocal). We are recommending that you perform a visual verification of negative reactions before final release of those well results.

Event description:
On (B)(6) 2014, a customer reported unexpected negative results when testing a patient blood sample on a galileo echo instrument. The patient has a history of anti-k.